Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore excluder aaa endoprosthesis; under pt selection and treatment specifies: additional considerations for pt selection include but are not limited to: pt's anatomical suitability for endovascular repair. Additionally, the IFU states: gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 - 21% oversizing) and 1 mm larger than the iliac inner diameter (7 - 25% oversizing). The specified appropriate anatomy for use of gore excluder aaa endoprosthesis consists of an infrarenal aortic neck treatment diameter range of 19-29mm. The IFU specifies potential device or procedure related adverse events include; surgical conversion.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with a gore excluder trunk ipsilateral leg component. The physician was unable to cannulate the contralateral gate of the trunk ipsilateral device and the pt was converted to open surgery. The pt tolerated the procedure with no further complications.